Manufacturer narrative:
S/n (B)(4) is included in recall number z-1867-2011. This MDR is from a retrospective review for reportability.

Event description:
Information received indicates, the pump experienced error code 36.